Event description:
It was reported that in september, this patient experienced supraventricular tachycardia (svt) with rapid conduction to the ventricle. Six bursts of inappropriate anti-tachycardia pacing (atp) were delivered from this implantable device and the arrhythmia was subsequently terminated. Boston scientific technical services was contacted and provided potential reprogramming options to resolve the event. At this time, the device remains implanted and in-service. No adverse patient effects were reported.